Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers: h12j01053, and h12j26076 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. Same patient as, (B)(4).

Event description:
This is report 3 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Treatment was not reported. Two days later, the patient was discharged from the hospital. Patient outcome was not reported. The nurse declined to provide any further information.